Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Interrogation of the device revealed it contained morphine, bupivacaine, and fentanyl. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for a non-malignant pain. The event/difficulty occurred on (B)(6) 2019 during normal use. The pump started alarming on (B)(6) 2019 and the doctor called on the date of this report and confirmed the motor had stalled. Environmental/external/patient factors that may have led or contributed to the issue was noted as ¿not applicable.¿ diagnostics/troubleshooting performed included the doctor reading the pump and was referring the patient for pump replacement. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event was unable to obtain, not available. Surgical intervention was planned but had not been scheduled. The patient¿s weight was asked and unknown and would not be made available (legal/confidential reason) and the patient¿s medical history was asked but unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from a healthcare provider (hcp) via a company representative on 2019-jul-29. It was reported that the patient experienced increased pain and medication withdrawal due to the motor stall. The doctor prescribed oral medications in place of the pump medication. The cause of the stall was not determined. The stall never recovered. The pump was replaced on (B)(6) 2019. The issue was resolved with the pump replacement. No further complications were reported.